Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusions sets fell off events on (B)(6) 2024. The events occured within a few hours to half a day of insertion. The blood glucose level was displayed as high. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1913880 - MDR 3003442380-2024-14555 - device 1 of 6.